Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was relocated. The patient was prescribed both oral and IV antibiotics to address the issues.

Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. The patient underwent surgical intervention wherein the ipg was relocated. The patient was prescribed both oral and IV antibiotics to address the issues. As a result, a device history record was performed to review and confirm the sterility of the ipg.